Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device never worked since 2016 implant. A leak was noted. A hole in the white tubing by the pump was noted. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and detached inlet tube were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube at the tube/strain relief junction of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted within abrasion on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations were noted in the same abrasion area of the shorter exhaust tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on the longer exhaust tube of the pump and exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder or detached inlet tube. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tubes overlapped and abraded against the shorter exhaust tube of the pump. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the longer exhaust tube at the tube/strain relief junction. In addition, the shorter exhaust tube of the pump abraded enough to cause a separation in the tubing. Separations of these types would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.